Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging a strip issue (sample draw issue) with the subject device. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.